Manufacturer narrative:
Correction made to describe event description; initial missing information was added. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the poor coupling was due to the replacement of the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had poor coupling. They re-positioned and attempted an "antenna locate" however this did not resolve the issue. The patient got an 84 but no coupling bars. The ins was on, and the patient noted they had recently had a replacement procedure for normal battery depletion, however there was still swelling at the ins site. No further complications were reported as a result of this event. Additional information was received from the consumer saw the "low ins battery" screen on their programmer. They walked through the steps to recharge, however were getting 0 coupling bars. They walked through re-positioning their antenna and trying a holster; the patient services agent eventually referred them to follow-up with their healthcare provider. Additional information was received indicating that it was unknown if it was an ins or ins recharger issue. Actions/interventions taken to resolve the poor coupling included replacing the battery and the poor coupling event was reported to be resolved.